Manufacturer narrative:
The reported event of the inability to pair the device was confirmed. Based on the information provided, it was determined that the user was using a phone that is not compatible with the merlin application. No anomalies were found.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.